Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found to have excessive noise and hose damage. If additional information becomes available, a supplemental report will be submitted.

Event description:
Report received from the USA, stating that the device had excessive noise and hose damage. The device was being used during surgery. No injury or medical intervention occurred. No additional information provided. The date of the event is unknown.